Event description:
The hospital reported that during a coronary artery bypass procedure, ten heartstring iii seals failed to load properly. Replacement devices were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #s 2242352-2012-00999, 2242352-2013-01186, 2242352-2013-01187, 2282352-2013-01188, 2242352-2013-00189, 2242352-2013-01190, 2242352-2013-01191, 2242352-2013-01192, and 2242352-2013-01193.

Manufacturer narrative:
Lot history record review was completed for the reported product lot number. There were no nonconformances. Investigation results: the heartstring iii device was returned to the factory for evaluation. The device showed no clinical signs of usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the loading devices. The seal was partially unraveled. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed; however it was confirmed for premature deployment and unraveled seal. The results of our evaluation and a copy of the IFU were sent to the customer for review. A maquet representative also conducted an in-service at the facility. (B)(4).